Event description:
The customer observed a (B)(6) architect anti-hbc ii assay result for one patient sample. The initial serum results for this patient were (B)(6). Per this lab's procedures, the serum sample was processed again and this time generated (B)(6). A plasma sample from this same patient was next tested and generated (B)(6). The serum sample was again tested and this time generated (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The evaluation began with testing of serum (sample identification: (B)(6)) and plasma (sample identification: (B)(6)) samples returned from the customer site. Both were tested using the architect anti-hbc ii reagent, list number 08l44-25, lot number 09571li00. Both samples generated (B)(6) results. Therefore, this sample is considered to be not (B)(6). A retained kit of the architect anti hbc ii assay lot 09571li00 was tested in a clinical sensitivity set up, which included one commercially available seroconversion panel (profile diagnostic seroconversion panel rp-016). The seroconversion panel results were compared with data provided by the manufacturer for this panel on the assay. Reagent lot 09571li00 detected the same bleed (B)(6) as the data provided by the manufacturer. Additionally, the reagent performance was investigated by completing a review of manufacturing and testing records for the architect hbc ii reagent lot 09571li00. This review did not reveal any events or issues that may have impacted the assay performance in relation to the complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current evaluation, it was determined that the architect anti-hbc ii reagent, list number 08l44-25, lot number 09571li00, was performing acceptably up to the expiration date. Since the serum sample arrived lipemic and hemolyzed, the fact that the patient serum sample was (B)(6) when initially tested but (B)(6) after retest, might indicate that the (B)(6) result was caused by inadequate pre-analytical treatment. The architect anti-hbc ii assay package insert contains information to address the current customer issue. A product malfunction was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): false negative result. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the u.s, list number 6l22.